Manufacturer narrative:
Report date: 1feb2019. Date rec'd by MFR: 15jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and top cover the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the alarm light emitting diode (led) failed. There was no patient involvement. Event date not specified; estimate used.